Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to customer complaint. The device did not leave zimmer biomet control and will be handled as an internal occurrence.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product number on the outer packing label does not match the product that was contained within the package. No adverse events have been reported as a result of the malfunction